Event description:
It was reported that during a prostectomy procedure, clips would not advance. The surgeon used another like device to complete the case. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results for the mcl20 confirmed the device non-functional. The instrument was rec'd with the clip track out of position making the clips to be improperly fed and malformed.